Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella rp flex that after linen change and turning the patient, went into supraventricular tachycardia (svt) 140-150s went into svt 140-150s. Cardioverted x 1 successfully, resumed lidocaine. Two days later patient¿s lactic increased to 14.3, plan for va ECMO with impella cp for left ventricle unloading.

Event description:
Additional information received from field that unfortunately this patient expired on support, and the devices were not retained.

Manufacturer narrative:
Additional information received and the following fields were updated: b2, b5, h1, h6. Correction to following fields were done: d2a. The investigation of the reported failure mode has been completed. No device was received for investigation. Supraventricular tachyarrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.